Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they hadn't used the implant.  Patient went through physical therapy and after physical therapy patient was still having pain. Hcp wanted patient to use the implant to see if the implant could release some of the pain the patient was going through.  Previous implant was replaced because their previous hcp felt like the previous implant wasn't working so hcp moved the implant on the right side then put the new implant. Patient didn't recall event date. Patient mentioned they were having more back problems than the stimulator that the hcp put in that they upgraded. The upgraded implant was not giving them relief and pain was still there. Patient was going pretty well with it then things started going worse.  Patient went on for a year or almost a year and a half with problems in their back and patient could hardly get their back straightened up. Patient lost all their equipment years ago. Patient was given another woman's equipment by their representative. Agent reviewed information and redirected patient to their hcp so a representative could try to unpair and repair the other patient's controller.

Event description:
Rep reported all is fixed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.